Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted. Additional information indicates the correct explant date and explanting physician. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: event description; g2: report source; h2: follow-up type; h3: device eval by manufacturer; and e1: initial reporter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead was part of the system revision due to infection. There were no adverse patient effects reported. The rv lead was explanted. Additional information indicates the correct explant date and explanting physician. There were no additional adverse patient effects reported. The rv lead was explanted.